Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by severed motor mount screws. The motor assembly and screws were replaced.

Event description:
It was also reported that a spectrum pump had a system error 105. It was also reported there was no pt involvement.